Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was measuring high impedance and short ventricular intervals and had delivered high voltage therapy due to interference. The physician confirmed lead integrity via testing with an external device. However, when the crt-d was re-utilized, interference and high impedance were again seen and the device connector would not secure the lead. The physician confirmed a device connector issue and the crt-d was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.